Event description:
After 2 days of implantation, this device was explanted because of an infection. Note: ela medical was not aware of this case until july 28, 2006.

Manufacturer narrative:
August 24, 2006, the device was not returned for analysis; therefore, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis #20060806 for complete details.